Manufacturer narrative:
The investigation determined that discordant, non-reactive vitros cov2tot results were obtained from three different patients when processed using vitros cov2tot lot 0021 reagent on a vitros xt7600 integrated system and a vitros 5600 integrated system. A definitive assignable cause for the discordant, non-reactive vitros cov2tot results could not be determined. Based on historical quality control results, a vitros cov2tot lot 0021 reagent performance issue is not a likely contributor to the event as all vitros quality control fluid results prior to the event were within the correct instructions for use interpretation region. Additionally, ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0021. There was no indication of an instrument malfunction for either vitros system and unexpected instrument performance was not a likely contributor to the event. Pre-analytical sample processing cannot be ruled out as a contributing factor. It was not possible to determine whether the customer was following the sample collection device manufacturer¿s recommendation for initial sample centrifugation. The customer indicated that each sample from patient 1, 2 and 3 was clear, with no evidence of hemolyzed or turbid samples. However, the customer recentrifuged patient samples between each testing event. It is possible that initial pre-analytical sample handling of the patient samples was not appropriate as the expected reactive vitros cov2tot results were obtained upon re-centrifugation. It is unknown whether an interferent contributed to the event, as no further testing using a tube to block potential interference in the patient samples was conducted.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant, non-reactive vitros anti- sars-cov-2 total (cov2tot) results obtained from patient samples when tested on a vitros xt7600 integrated system and a vitros 5600 integrated system. The reactive vitros cov2tot results were believed to be discordant based on a reactive vitros anti- sars-cov-2 igg (cov2igg) results for the patient. Patient 1, vitros cov2tot results of 0.98 and 0.91 s/c (non-reactive) versus the expected result of reactive patient 2, vitros cov2tot results of 0.38 s/c (non-reactive) versus the expected result of reactive patient 3, vitros cov2tot results of 0.47 and 0.54 s/c (non-reactive) versus the expected result of reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2tot results were not reported from the laboratory to a physician and were not used to aid in diagnosis of sars-cov-2 infection. Patient management was not influenced based on the vitros result. There was no allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).